Manufacturer narrative:
Medwatch sent to FDA on: 09/02/2015. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Vomiting, pain and irritation/inflammation are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional information has been reported to allergan regarding the serial number, the event date, implant date, explant date, diagnostic testing, patient data or further event details. Device labeling addresses the reported event of vomiting and inflammation/irritation as follows: possible complications of the use of the orbera system include: continuing nausea and vomiting. This could results from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Device labeling addresses the reported event of pain as follows: possible complications of the use of the orbera(tm) system include: abdominal or back pain, either steady or cyclic.

Event description:
Patient reported that device was removed after 20 days. Patient experienced vomiting and pain and the physician prescribed medications. The patient also reported that once device was removed physician diagnosed gastritis which was not present before device insertion. These events were not confirmed by a healthcare professional.